Event description:
It was reported that the pacemaker exhibited right atrial (ra) oversensing with pacing inhibition of approximately 2.5 seconds. Several signal artifact monitor (sam) episodes also occurred due to signal artifacts. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker remains in service. No adverse patient effects were reported.